Event description:
It was reported that a balloon pinhole occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion but the balloon leaked at a certain spot and slowly lost pressure. When removed, a pinhole could be seen in the balloon where saline and contrast came out in a thin squirt. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that a balloon pinhole occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion but the balloon leaked at a certain spot and slowly lost pressure. When removed, a pinhole could be seen in the balloon where saline and contrast came out in a thin squirt. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Event date: (B)(6) 2014 age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. The investigator noted that there were traces of blood on the balloon material. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 3mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.bsc ID: a00484697tw #: 3485169